Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's sensor readings are lower than expected. It has been recommended that the site wait until the patient's sensor is stable and then recalibrate.

Event description:
Follow up revealed that the patient underwent an echocardiogram on (B)(6) 2018 to have their sensor recalibrated by more than 10 mmhg.